Manufacturer narrative:
The device was returned and the exposed portion of the soft cannula was found kinked. It is unclear when the kink occurred. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that blood glucose (bg) reached 24 mmol/l (432 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.